Event description:
During inspection of a broken abutment, the coronal rim of the implant was discovered. The implant has been restored and the pt is reportedly fine. Pt is same pt as medwatch report #2023141-1997-00843.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was unable to review the lot history of the subject product since the product's lot number was unavailable from the doctor's office.